Manufacturer narrative:
The patient's weight has been requested; however, this information was not available. Product analysis: the product specimen has been discarded by the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, this valve was explanted. Upon explanting the valve, the physician noted that the struts of the valve were bent inward due to the closure of the aorta, indicating the annulus was too small for the valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.